Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Stenosis and angina are listed in the xience prime and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2013, the patient presented with an acute myocardial infarction (ami). After pre-dilatation at 12 atmospheres (atm) with an unspecified balloon dilatation catheter (bdc), the 3.0x38mm xience prime stent implant was successfully deployed in the 90% stenosed lesion in the proximal left anterior descending (lad) artery. In (B)(6) 2013, the patient was seen at the hospital and complained of experiencing chest pain since (B)(6) 2013. The patient was diagnosed with stable angina. On (B)(6) 2013, angiography revealed restenosis within 5mm distal to and proximal to the deployed 3.0x38mm xience prime stent implant. On (B)(6) 2014 a 3.0x18mm xience xpedition stent implant and a 3.0x12mm xience xpedition stent implant were deployed to successfully treat the restenosis. There was no additional information provided.